Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient notifier was discovered not to be functioning after MRI scanning. No tests were performed before MRI was proceeded. It was recommended to electively replace the generator when it reaches eri. No further information is available.